Event description:
The patient reported their transmitter assembly burns their leg. No additional information was provided.

Manufacturer narrative:
The device was not returned and could not be analyzed by engineering, preventing engineering from performing investigation. The root cause of the event could not be determined and the alleged issue could not be confirmed. This complaint will be closed with no further action. Complaints are tracked and trended as part of management review. Potential causes of overheating are charger/cable short, misuse of the cable (forced entry of the charger cord into waa), heat sensation on skin (non-compliance to IFU), and waa electrical failure ( pcb short, battery short, battery excessive current, thermal cutoff not working). CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.